Event description:
The customer stated that the contact on the device are blackened and slightly charred. The device would not download. A request was made for the return of the suspect device and replacement prodict was sent.